Manufacturer narrative:
Device is a combination product. The 12 x 4.00mm promus elite stent delivery system was returned for analysis. The stent was deployed during the procedure and was not returned for analysis. The device was returned with the balloon deflated and not refolded. An examination of the balloon identified no leaks or tears in the balloon material. A visual and tactile examination of the hypotube found multiple hypotube kinks. The hypotube in the manifold was also inspected and it was noted that the hypotube was not positioned correctly in the manifold. A visual and tactile examination of the shaft polymer extrusion inner lumen damage/twisting 28mm proximal to the proximal bond. The device was cut at the shaft polymer extrusion section of the device. The inflation lumen at the cut section was attached to a flushing needle and inflation device in an attempt to inflate the balloon. The balloon partially inflated and deflated despite the inner lumen damage that was observed. An examination (visual and via scope) found no issues with the tip. A 0.015 inch mandrel was inserted through the manifold into the hypotube (inflation lumen) with no resistance noted. This confirmed that there was no blockage in the manifold section of the device that may have led to difficulties inflating/deflating the device. A 0.014 inch guidewire was then inserted through the manifold and down through the hypotube to check for blockages further down the device. The guidewire travelled with no resistance up as far as the lasercut hypotube where the corewire is welded to the inside of the laser cut hypotube. No blockages were noted that may have led to difficulties inflating/deflating the device. The inflation device was again attached to the manifold and positive pressure was applied, however this was again unsuccessful, and liquid was not observed to be leaking from the distal end of the dissected device. The device was placed in the water bath at 37 degrees celsius to soak in an attempt to soften any hardened media/blood. A small clear plastic bag was attached to the dissected distal end of the device to catch any potential foreign matter (fm) that may be emitted while under pressure. Within a minute of being placed in the bath, the pressure dropped on the inflation device, and the blockage cleared. No fm or blood were detected in the bag, just clear water. This indicates that the blockage that prevented functional testing of the device was most likely solidified contrast media. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon failed to deflate. A percutaneous coronary intervention was being performed on a lesion in the left main coronary artery. The balloon of the 12mm x 4.0mm promus elite stent did not deflate and stuck to the stent. The balloon was safely removed from the patient and the procedure was successfully completed without issue or patient injury.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a balloon failed to deflate. A percutaneous coronary intervention was being performed on a lesion in the left main coronary artery. The balloon of the 12mm x 4.0mm promus elite stent did not deflate and stuck to the stent. The balloon was safely removed from the patient and the procedure was successfully completed without issue or patient injury.